Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The associated 3i t3® tapered implant 5/4 x 11.5mm (item # bopt5411) was returned for investigation and visual inspection of the associated returned product identified visual evidence of significant damage and deformation. As a consequence, measurement analysis and functional testing could not be conducted. The reported screw was not returned or was visible within the implant's drive feature. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported screw fractured. The reported screw was not returned, and the reported event is could not be verified due to the lack of returned screw and definitive evidence. The following sections have been updated: b4: date of this report. D10: device available for evaluation change 'yes' to ¿no.' G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured in the patients mouth.it was unable to be retrieved so, the implant was removed and replaced.